Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part number: 02.027.034s. Synthes lot number: l525096. Release to warehouse date: 17. Aug. 2017 expiry date: 01. Aug. 2027 manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: the investigation of the complaint pfna blade has shown that the locking screw is too much inside the blade and therefore the blade could not lock. This could happen, when the impactor instrument is not attached correct to the pfna blade and will be screwed into the blade without contact with the thread. Further investigation has shown that the tread sleeve, the tread is damaged and is complete jammed. As a result of the damaged tread sleeve, the pfna blade could not locked intraoperatively. Finally, we are based on the provided information we are not able to determine the exact cause of this occurrence. We can only assume that any occurrence during the insertion of the pfna blade did lead the unlocked position. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. The complaint is determined not to be a result of a detected product related deficiency, damage appears to be the result of a possible handling failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Corrected data: UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the proximal femoral nail blade could not be locked. No surgery delay and no patient harm reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Legal manufacturer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to intra-operative issues, the device was not implanted/explanted. Device is a single use device but was not reprocessed or reused. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.